Manufacturer narrative:
(B)(4). (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2016 due to recurrent pulmonary embolism on anticoagulation. Patient alleges pain associated with thrombosed filters, thrombused filter with placement of second filter. Patient further alleges anxiety, depression. Attempted filter retrievals performed on 21nov2016 and 15feb2017.

Manufacturer narrative:
Note: additional information: b5, b6, b7, d1, d4, h4 were submitted as follow up number 1 under the an incorrect manufacturer report number of #3002808486-2018-01455. As a result this information is now submitting as follow-up number 1, under the correct manufacturer report number of #1820334-2018-03600. Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, depression, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: pain, depression, anxiety, thrombus cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No relevant notes on neither device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.